Manufacturer narrative:
(B3) date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that post deployment stent damage occurred. A synergy xd drug-eluting stent was advanced over a non-boston scientific (non-bsc) guidewire for treatment. After the stent was deployed, the wire was entrapped in the side branch access of the synergy xd stent. The wire was removed intact with a non-bsc microcatheter but the physician thought this may have caused deformation to the proximal area of the newly deployed stent. There were no patient complications reported.